Event description:
The dealer states that the unit is shutting off with a red light alarm after about 30 minutes of use. The dealer states that the filters were exchanged on the inside of the unit. No further information is available.